Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out-of-range (oor) pacing lead  impedance (pli) measurement greater than 2,000 ohms with reproducible atrial lead noise. A lead safety switch to unipolar occurred. Fluoroscopic imaging did not reveal any lead damage. Pacing system analyzer (psa) testing and lead/header connection evaluation was normal. The ra lead was surgically abandoned and replaced. The lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.